Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobe resection, during the cutting and closing in the pulmonary artery, the surgeon was able to press the green button but was not able to squeeze the handle and the device did not fire. They had to replace the faulty device with a new one. No patient injury.